Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call of having high blood glucose of 400mg/dl and a no delivery alarm. Customer treated with a bolus and food. Troubleshooting found that the customer changed the infusion set, cannula and pump battery and has not had a no delivery alarm since. Customer indicated that they did not fell well and declined further high blood glucose troubleshooting. There was no further information provided by the customer or by troubleshooting.